Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported being hospitalized for high blood glucose levels. It was also reported that insulin pump has been exposed to moisture due to a leak in the reservoir. Customer's blood glucose reading was 560 mg/dl. Nothing further reported.